Event description:
It was reported when using the bd pyxis medstation system barcode scanner issue. The customer reported that the scanner was delayed to work. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working. The field service engineer replaced usb cable to resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.